Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Subsequently, additional intervention was required. The lv lead was surgically abandonded and replaced. No additional adverse patient effects were reported.